Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported loud internal leak identified to be coming from the nebulizer solenoid on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.